Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Concomitant: ddbb1d1 ICD implanted on (B)(6) 2017.

Event description:
It was reported that the patient¿s right ventricular (rv) lead¿s rv coil, superior vena cava (svc) coil, and rv tip ¿ rv coil impedance was spiking to high/undefined impedance levels. There was a suspected rv lead fracture or a device/lead connection issue. The patient went in for a rv lead revision. However, upon lead testing it was noted that impedance levels were stable so the lead was reconnected to the device and the pocket was closed without the revision being completed. The spiking impedance levels were contributed to a connection issue. One week later the spiking impedances were seen again, and a rv lead fracture was confirmed as the issue. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.